Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope's rubber on the distal tip was chipping/flaking off. The event occurred during reprocessing and there was no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated: d8, d9, and h3. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: during the balloon brush passage, there was unknown substances brushed out of the tip. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.